Event description:
Same case of 6000089-2005-00690, 00692. Ten hours post a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred and the pt expired. A 2.5x20mm voyager balloon was used for predilation. The physician implanted 3 taxus express2 drug eluting stents of unknown sizes into the non-tortuous, moderately calcified, 80% stenosed right coronary artery (rca). The physician also placed 3 cypher stents in the left anterior descending (lad) and circumflex arteries. The stents were post dilated with the stent delivery balloon. The stents were well positioned and well apposed. The pt received plavix, aspirin and valium pre procedure. The pt received nitroglycerine during the procedure and a loading dose of plavix was given and plavix was ordered for follow-up along with aggrastat. The pt's status at the end of the procedure was stable. The next morning, about ten hours later, the pt began to experience pain and the pt expired. It was reported that all three vessels were affected by the sub acute thrombosis. It was the physician's opinion that the thrombosis and death were related to the stents.